Event description:
It was reported that pump displayed malfunction code malf 24 that could not be reset, with no notable events occurring before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump with updated software, confirmed shipping details, provided instructions for storage mode and pump return, and advised customer to reprogram pump settings and reconnect cgm on replacement pump, with customer acknowledging all instructions.